Event description:
The dist originally contacted sechrist on 7/14/98 in order to return the ventilator's manometer. No reason for return was given at that time. Dist was asked to obtain add'l info. Per fax from dist dated 7/20/98: customer reported that the electronic manometer's baseline jumped from time to time from 0 cm h20 to approx. 8 cm h20. This was noted even during pt ventilation and during setup with test equipment. Manometer recalibration had no influence. Otherwise, ventilator was working as expected and no peep was found in airway during a few weeks of operation. There were no reports of pt injury or compromise. Manometer has not been returned yet to sechrist for evaluation.